Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that on (B)(6) 2024, patient experienced that the infusion set cannula was bent. At the time of the issue, blood glucose level was 399mg/dl. Within 3 or more hours of abdomen insertion customer noticed symptoms. Also, patient was regularly rotating location site and duration of use was 3-24 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 2.